Manufacturer narrative:
Product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. Product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).

Event description:
It was reported that this device was implanted on (B)(6) 2012 with the pump in the abdominal cavity and a catheter to her mid-spine which provided pain relief until the catheter became detached twelve months later. Subsequently, near (B)(6) 2013 the physician re-implanted the pump and catheter and the patient experienced decreasing pain relief. The patient was referred to another physician, this was a 300 mile round trip, as the previous physician was no longer practicing. The new physician refilled the pain pump, advised the patient that the catheter had become detached, and referred the patient to a specialist in denver who recommended steroid shots. The reporter stated that they were ¿at our whits end, due to the merry-go round we have been on¿ and have not been able to find a physician within a reasonable traveling distance who will ¿deal with¿ the product. Reportedly, a company representative was present at both surgeries. The patient was still in pain. It was not provided what medication this device system delivered. Additional information has been requested, but was not available as of the date of this report.